Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing discomfort at the ins site due to ins being too close to surface. In turn, surgical intervention was undertaken wherein the ins was explanted and a new ipg was implanted deeper. This addressed the issues.